Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. Patient reports the skin appears raw. There was no alleged device malfunction contributing to the irritation. Patient reported that pharmacists have recommended benadryl. Patient also applied cortisone one and a water-based gel. Patient reports the skin irritation healed due to not wearing the lifevest following heart surgery.